Manufacturer narrative:
Power source alert issue confirmed; however, battery life decrease not confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts and the pump battery gauge decreased from 60% to 30% while the pump was charging. The pump then charged to 50% battery life. There was no impact to the customer's blood glucose level. Customer indicated injections and/or current pump would be used for back-up therapy.